Event description:
It was reported that a multirate infusor underinfused. This was noted before patient use. The device had been filled with 11g gladizim in 276ml of unknown solution. The reporter stated that while testing the device, the flow rate was observed to be 3.5ml/hr instead of the expected 12ml/hr. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between (B)(6) 2013. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the device had a flow rate within specification. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.